Manufacturer narrative:
(B)(4). Additional information was requested however not received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the healthcare professional injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Can you identify the lot number of the product that was used? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Please clarify how many devices will be returned for evaluation. Note: events reported on mw# 2210968-2021-09633, mw# 2210968-2021-09631, mw# 2210968-2021-09634. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the facility that during an unknown procedure the glass ampule was cutting through the product. This happened in less than 5 occurrences in the last week. In one instance, a resident received a small cut that required no stitches.